Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a loose and flush drive support disk. The alarm for a loose drive support disk could not be verified due to the motor error alarms. The insulin pump was received with a cracked case at the display window corners, a severely scratched display window and a broken reservoir tube lip.

Event description:
Customer called stating he received a button error alarm. Customer's blood glucose was 250 mg/dl. Insulin pump replaced. No further information was reported.